Event description:
On (B)(6) 2009, the pt reported he changed the insulin cartridge and battery of his infusion device and received an a3 (review time and date) alarm. He stated the time and date had been cleared from his device. He said this also occurred on (B)(6) 2009. He stated he is using a proper battery that is not expired. His device has not been dropped and he cleans it using a damp cloth as he works in a dusty environment. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.